Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to our service center in the (B)(4) where it was inspected by a trained fph service engineer. Our investigation is based on the information provided by the regional fph service centre. Results: inspection of the returned device at the fph service centre revealed that the gas inlet port was broken, the enclosure of the device was cracked and the product label was missing. Upon internal inspection, it was discovered that the middle port of the manifold was broken and had resulted in a detached tube. A lot check revealed no other complaints for the lot number provided. Conclusion: the nature of the damage to the complaint device indicates that the device may have been subjected to impact damage. The neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. All neopuffs are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It should also be noted that the complaint device is approximately 14 years old. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / prevent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Due to the age, condition and removal of product labeling, the device was destroyed.

Event description:
A hospital in the (B)(6) reported that a rd900 neopuff infant resuscitator had a broken gas inlet and a cracked case. A service of the device was requested. No patient consequence was reported.